Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: "residual insulin remaining in the cartridge (unusable)." Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 300 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, the pump supplies were in use for up to 6 days with humalog insulin. The customer was also filling cartridges with the residual insulin from previously used cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling.